Event description:
In 2009, the lay user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests her blood glucose twice a day. She tests every morning and in the evening. The pt manages her diabetes with metformin and amaryl. The pt indicated that the alleged meter issue started at 7:00 am on an unspecified date. About 20 minutes after the alleged meter issue started, the pt claimed that she developed symptoms of shakiness and nervousness. It is unclear what actions, if any, the pt took in response to developing the symptoms. The pt reportedly denied receiving treatment as a result of the alleged meter issue. The alleged meter issue was unresolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.